Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was noted that the patient was working on a deactivated electrical panel at the time. The following day, the smartpass feature was noted to have disabled due to low signal r-wave amplitude measurements with undersensing. Technical services (ts) reviewed the stored episodes and discussed the noise appeared consistent with muscle noise. Troubleshooting options were then discussed. Noise was able to be reproduced with the patient's hands overhead. X-rays were taken and showed the s-ICD had rotated/moved in the pocket. Re-screening was performed and failed in all programmed vectors. Programming changes were then made to smart charge and the conditional shock zone was increased. Additional information was received that this device was later part of a system explant due to an upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the premature battery depletion observed during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Detailed analysis did not confirm the reported clinical observations as the device otherwise passed returned product testing, with the exception of the battery depletion anomaly.